Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a breast surgery with a 350cc mentor memorygel breast implant and experienced an allergic reaction. The patient stated that she is getting tested, and it¿s not confirmed yet that the allergic reaction is due to her implants. The nature of her allergic reaction was not provided. No device issue such as rupture was reported. The root cause of the patient¿s symptom is unclear. This report is for the right prosthesis.